Manufacturer narrative:
The device has not been returned to olympus for evaluation. Olympus field service engineer (fse) went to user facility site and the fse verified that the clv-190 cabling was well connected and scope connector was found to be clean and dry. The fse performed a system test using a colonoscope and the video was functioning with no issues. The fse was unable to duplicate the reported phenomenon during the onsite visit. The fse provided information relative to possible contributing factors for the flickering image and brightness issue. The user facility representative was advised to return the device if the problem recurs. The user representative was satisfied with the visit and troubleshooting assistance. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the clv-190 lamp is cutting in and out. There was no patient harm or involvement associated to this report.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was deterioration due to long term use.